Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call on assistance with uploading to carelink. The customer reported that they have been having a lot of low blood glucose readings, and believes it is due to her settings. The customer's blood glucose level was 46mg/dl. The customer ate glucose pack and the levels rose to 93mg/dl. The customer was assisted in methods to upload to carelink. No further assistance was needed.